Event description:
Neurosurgery physician's assistant was taking out a jackson pratt drain in head. Patient asked for staples over suture. Staple gun was taken out of par and stapler was defective, would not discharge staples right. Device was a weck visistat 35r disposable skin stapler with 35 regular staples.